Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl and also reported vomiting. Customer administered a manual insulin injection. Customer then changed out pump supplies to address the alarm and delivered a bolus via pump to address elevated blood glucose. Customer called health care provider (hcp) who advised customer to go to urgent care, but customer did not go. Customer reported steroids may have contributed to the high blood glucose(bg) level.